Event description:
It was reported that the device will not sense tubing in the safety clamp. It was also reported that the event did not occur while in use with a patient, it was found during testing.

Manufacturer narrative:
Other, other text: one (1) sample was returned for evaluation; the returned sample was in good condition. Functional testing was performed. The device ran for thirty minutes, and the reported problem was not duplicated. No fault was found; the complaint was not confirmed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously. (H6c, h6d, h6e) e4 is unknown.